Event description:
Unable to properly prime heparin through tubing. Despite multiple attempts, was unable to prime. Because of this, new heparin was primed through new tubing with no difficulty. Original defected tubing was never attached to patient.